Manufacturer narrative:
Device received with cracked battery tube thread and cracked lcd display window corners noted. The test reservoir was able to lock in place. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm, no delivery and back light anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose level was unknown. The customer reported that the different new batteries for pump to turn on, screen was cracked in a couple different places causing patient to have to angle the pump to read information as it made it more difficult to read. The insulin pump will not be returned for analysis.